Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached alarm". There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a delaminated downstream occlusion (dso) seal. Functional testing was able to confirm and duplicate the reported problem. It was determined that the non-reactive sensor was due to the debris and dust. The dso sensor and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.